Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. After multiple attempts, interrogation of the pacemaker failed. The device had reached elective replacement indicator (eri) in (B)(6) 2018 and had low battery voltage at the time. Device is awaiting explant. Patient remained stable throughout event.